Event description:
A hospital in (B)(6) reported leakage from an rt340 adult breathing circuit. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Method: the returned complaint rt340 breathing circuit was visually inspected and presure tested to check for leak. Results: the visual inspection revealed that there was a hole in the evaqua expiratory limb, about 39cm away from the proximal connector. The pressure test showed that the breathing circuit was out of specification due to excessive leak. A lot check revealed no other complaints for the lot number provided. Conclusion: based on the nature of the damage, it is likely that the evaqua expiratory limb was punctured during use. The hospital has confirmed that the breathing circuit was in use for up to 72 hours before the leak was detected, which suggests that the damage occurred during use. They further stated that the circuit was secured to the patient's bed by means of a polyproylene clip and that it is possible that the damage was caused by the circuit being caught in the jaws of the clip. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. (B)(4). The user instructions supplied with the rt340 breathing circuit state: -perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; -set appropriate ventilator alarms; -fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. (B)(4).